Event description:
"Adhesive sensor is detaching from the cable; the sensor wires and threads are visible. What was the original intended procedure: monitoring of oxygen saturation (spo2). Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The evaluation associated with this report was provided to the u.s. FDA in a letter dated 11/09/2011 in repsonse to an additional information request. This is a follow up to the user facility report submitted and received by masimo. (B)(4).